Event description:
It was reported that the caller experienced alarm 01. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was instructed to load a new cartridge and successfully resumed insulin, with plans to return the original cartridge for further evaluation.